Manufacturer narrative:
Date of report: 27sep2021

Event description:
The customer called into technical support (ts) reporting that the device¿s alarming check vent alarm led failed when powering on the unit. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Caller advised they found 1105 error code in the significant event logs, and advised they disconnected all power source and reconnected power source, and error did not go away. The rse advised suspect per service manual the power switch overlay. Provided part ID for the power switch overlay.

Manufacturer narrative:
The customer called technical support (ts) reporting that the device¿s alarming check vent alarm led failed when powering on the unit. The customer reported there was no patient involvement at the time the issue was discovered. The event occurred during a pre-use check. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Caller advised they found 1105-alarm led error code in the significant event logs and advised they disconnected all power source and reconnected power source and error did not go away. The rse suspected the power switch overlay per the service manual and provided the part identification for the power switch overlay. The customer replaced the power switch overlay to resolve the reported issue. The device passed the required performance verification tests per philips standards.